Manufacturer narrative:
Qc was within specifications prior to and after the event. System check from early2008 passed within specifications. The specimens were collected in serum tubes and were transferred to plastic transport tubes before reaching the customer's lab. The samples were centrifuged at 3,000 rpm. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a diagnostic test which passed within specifications. The fse conducted a diluted-test and results were at the upper end of the specifications. The fse replaced worn precision pump belt, bent pipettor probe, and verified alignments. The fse performed a preventive maintenance (pm) to the instrument. The fse repeated the diluted-test with acceptable results. The fse verified repair per established procedures. Patient treatment was not affected in this event. However, amniocentesis procedure may be performed based on the results. This procedure will have a potential health risk to the patients. Although the fse made several hardware repairs, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc (bci) regarding low values for: diluted bhcg, alpha-fetoprotein (afp), unconjugated estriol (ue3), and inhibin a that were generated by the access 2 instrument. Per customer, low results were obtained for: diluted bhcg, alpha-fetoprotein (afp), unconjugated estriol (ue3), and inhibin a for two (2) patient samples. Low results were obtained for afp and inhibin a for a third patient sample. The erroneous results were not reported out of the laboratory. The original samples of all 3 patients were re-tested and repeated results were higher for all analytes. The customer indicates there was no injury or change to patient treatment attributed to or connected with this event.